Event description:
This is 2 of 4 reports for this complaint.

Manufacturer narrative:
This device used for treatment and not diagnosis. Belpro manufactured the 4.5mm ti cancellous bone screw14mm, p/n 407.214, and lot number 4571290. The lot was inspected and conformed to the synthes incoming final inspection sheet number 407fi214, revision ao (incoming inspection completed april 28, 2003 and final inspection completed april 29, 2003). There were no mrrs, ncrs, or complaint related issues with this complaint. From 2 of 2 reports to 2 of 4 reports: parts added to complaint. From synthes USA to synthes (B)(4).

Event description:
During an acdf fusion surgery at c6-c7 on (B)(6) 2013, the surgeon experienced issues with the ti anterior cervical locking plate and bone screw. Reportedly, the surgeon could not get the bone screw to thread through the cranial hole, left side of the locking plate. The surgeon removed the plate and screws and implanted competitors plate and screws. The synthes sales consultant tested the implants on the back table and had no problem inserting the screw thru the plate and no issues with guide. An additional two (2) hours was added to the surgery as the surgeon waited for another set to be sterilized in order to continue the surgery. This report is for an unknown bone screw. This is 2 of 2 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received

Manufacturer narrative:
Device was used for treatment, not diagnosis design evaluation of the anterior cervical locking plate (aclp) system includes the plate, screws, and instrument in this complaint. The drawings detail the appropriate dimensions, conical thread specifications (es0147 and es0146), materials, and finishing processes. Since the return included screws locked to the plate, the root cause of the hazard detailed in the complaint description cannot be determined. In addition, the dts guide (387.687) attached to the plate successfully. This instrument functioned as intended. The u.s. Complaint history on all the aclp plates for events where screw does not lock to the plate shows 3 plates with this hazard from january, 2006 to march, 2013. Based on the sales of aclp plates for the same time period the occurrence rate is .14%. Since the return included screws locked to the plate, the root cause of the hazard detailed in the complaint description cannot be determined. Placeholder.

Manufacturer narrative:
A visual inspection was performed on the returned part. All of the screws have light wear on the heads. Most of the color anodizing is sill present. The screws locking threads could not be verified because they are flattened on the tops due to use. The material diameter and length of the screws is confirmed to be within specification. This complaint is indeterminate from a manufacturing stand point.